Manufacturer narrative:
Reported event of tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endsoscopic nasobiliary drainage procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noticed that the hydrophilic tip detached and remained in the bile duct, exposing the tip of the metal corewire. The physician did not attempt to retrieve the detached fragment as it will pass naturally. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good.